Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam alleging particles in the device. The manufacturer has received the additional information alleging allergies. There was no report of serious or permanent patient harm or injury.